Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation. Visual inspection of the as returned product identified noted a small amount of wear and debris about the external and internal threads. No signs of damage were detected. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. & ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; step 7 ¿ prepare the implant for healing. The complaint reported neither the cover screw or the healing collar would screw into implant after placement. They believe that it may of had damaged threads. A different tsvtb10 implant was placed. Functional testing revealed that the implant was able to assemble with an in house healing collar and cover screw. The reported event could not be recreated during functional testing and is therefore unconfirmed a root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). G2: office contact - manufacturing site. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. The following sections have been corrected: b5.

Event description:
It was reported that neither the cover screw nor the healing collar would screw onto the implant (tsvtb10) at placement. Another tsvtb10 was placed during the same surgery.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the cover screw not the healing collar would screw onto the implant (tsvtb10) at placement. Another tsvtb10 was placed during the same surgery.